Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 years since the subject device was manufactured. The legal manufacturer was unable to confirm whether the customer's reprocessing steps were deviated from the instructions for use. Based on the results of the investigation, the foreign material at air/water cylinder was unable to be identified. Therefore, the root cause of the reported event was unable to determined. However, the probable cause of the malfunction would likely be that the foreign material may have been unremoved because the device was not reprocessed properly by leak from the bending section cover. The event can be detected/prevented by following the instructions for use (IFU) which state: detection methods are written in instructions for use: gif-190 operation manual : chapter 3 preparation and inspection. Prevention measures are written in instructions for use: gif-190 operation manual: chapter 5 reprocessing the endoscope. (And related reprocessing accessories). Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned and the evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope exhibited foreign objects in the air/water cylinder. There were no reports of patient involvement.